Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she had dropped the device and the screen went blank and number where flashing. Customer stated the device started to make noise and to remove the battery. Customer's blood glucose was 50 mg/dl, treated by drinking orange juice. The device alarmed unexpected restart, external ram crc error, no power, and bad battery. Device did not alarm after a temp basal, new battery or it hadn't been stored for a long period of time. The device also had damage across the top of the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a battery tube connector not plugged in properly. No alarms could be verified due to the blank display. A noise anomaly, a cracked display window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip were noted.